Event description:
On (B)(6) 2022, customer reports they are experiencing discrepant results when testing with the cue covid-19 test for home and over the counter (otc) use. Date(s) of testing, frequency, serial number, lot number and number of patients involved was not provided. Although requested, no further information was provided.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant tests. Further investigation could not be performed due to lack of information. Cartridge serial number, lot number and reader serial number were not provided.